Event description:
It was reported that the inflatable penile prosthesis (ipp) device had fluid loss. Upon exploration, it was determined that there was a hole in the system. However, the location of the hole was not known. The ipp device was revised. There were no patient complications.